Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and almost 100 ml of blood in the attached waste bag, when received. The introducer sheath was received on the distal shaft of the catheter and was able to be removed with no issues. There was no guidewire stuck in the angiojet device or returned for analysis. Visual examination of the device revealed that there were numerous kinks throughout the shaft of the device. The distal shaft of the catheter was stretched and buckled from the proximal to distal markerbands. Microscopic examination revealed that the hypotube was separated from the jet body. Functional testing with a test guidewire was not possible due to the damage of the distal shaft. Inspection of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. An angiojet avx catheter was selected for a fistulagram in the brachial artery. After a long pass, the catheter became stuck on the unspecified guidewire. The catheter and the guidewire were pulled out together. The artery was re-wired and another of the same catheter was used to successfully complete the procedure. There were no patient complications reported.